Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use; however, the stent was dislodged out of the package during preparation. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Synergy xd mr us 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use; however, the stent was dislodged out of the package during preparation. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the stent itself was also damaged.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 48mm synergy xd drug-eluting stent was selected for use; however, the stent was dislodged out of the package during preparation. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the stent itself was also damaged.